Event description:
It was reported that during device change-out due to normal eri, externalized conductors were observed under fluoroscopy. No patient symptoms were reported. No electrical anomalies were detected. The lead was left in place. The patient will be monitored.